Manufacturer narrative:
B5: describe event or problem - updated. D9: device avail for evaluation?, returned to manufacturer date- updated. H3: device eval by manufacturer? - updated. H6: evaluation method code, evaluation result code, evaluation conclusion code- updated.

Event description:
During a transcatheter myocardial ablation procedure to treat drug-resistant paroxysmal atrial fibrillation in pulmonary vein, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and during aspiration of the sheath, air was continuously drawn into the aspiration syringe. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis. It was further reported that a pump was used for the irrigation of sheath. The flow rate was 30ml/h. No air was seen in the patient.

Event description:
During a transcatheter myocardial ablation procedure to treat drug-resistant paroxysmal atrial fibrillation in pulmonary vein, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and during aspiration of the sheath, air was continuously drawn into the aspiration syringe. The sheath was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory. It was further reported that a pump was used for the irrigation of sheath. The flow rate was 30ml/h. No air was seen in the patient.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Deionized water was injected into the sheath to expel air from the sheath; however, this was unsuccessful as leakage was observed at the proximal end of the sheath. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the inner valve.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a transcatheter myocardial ablation procedure to treat drug-resistant paroxysmal atrial fibrillation in pulmonary vein, a faradrive steerable sheath clear was selected for use. Upon insertion of a farawave catheter into the faradrive sheath and during aspiration of the sheath, air was continuously drawn into the aspiration syringe. The sheath was replaced, and the procedure was completed without patient complications. The sheath is expected to be returned for analysis.